Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent an open hemicolectomy procedure. The stapler was used for the anastomosis of the intestine. There were no issues with the stapler during the operation. Post operatively, there was bleeding from the staple line. The patient had a fistula. A blood transfusion was required. Medical or surgical intervention was needed to prevent a permanent impairment of a function. There was an additional operation required as manual anastomosis was performed in order to fix the staple line. The surgical time was extended by about thirty minutes. And the incision was extended. The patient¿s hospitalization time was extended due to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent an open hemicolectomy procedure. The stapler was used for the anastomosis of the intestine. There were no issues with the stapler during the operation. Post operatively, there was bleeding from the staple line. The patient had a fistula. A blood transfusion was required. Medical or surgical intervention was needed to prevent a permanent impairment of a function. There was an additional operation required as manual anastomosis was performed in order to fix the staple line. The surgical time was extended by about thirty minutes. And the incision was extended. The patient¿s hospitalization time was extended due to the issue. There was no patient injury.